Event description:
While staff cna was utilizine invacare heavy duty power (600 lb) digital lifter with scale to transfer nursing home resident from bed to chair - middle green loop of sling slipped off of the hook dropping resident to floor.